Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and before inserting the catheter into the patient's body, the paddle was loose during the connection, making the air noticeable. The hemostatic valve itself was not damaged. The vizigo short was replaced because air inclusion was noticeable. The procedure was for premature ventricular contraction which was completed without patient consequence. Additional information was received which indicated that air intrusion occurred only at the side port. The sheath was not used on the patient.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and before inserting the catheter into the patient's body, the paddle was loose during the connection, making the air noticeable. The hemostatic valve itself was not damaged. The vizigo short was replaced because air inclusion was noticeable. The procedure was for premature ventricular contraction which was completed without patient consequence. Additional information was received which indicated that air intrusion occurred only at the side port. The sheath was not used on the patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000487 number, and no internal actions related to the complaint were found during the review. The dislodgement of the valve could be related to the air flow issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).